Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. During the procedure, the physician was not able to retrieve the dislodged contacts as it might cause further damage. The contacts were still left in the patient's body and the patient was reportedly doing well after the procedure. Device evaluation indicated that the lead passed photographic imaging test performed. The complaint about missing and loose electrodes from paddle lead was confirmed. Some electrodes were missing and partially dislodged from paddle end of lead.

Event description:
A report was received that the contacts of the patient's paddle lead appeared to be pulled off based on the x-ray. The event was known to be a result of the patient's fall.

Event description:
A report was received that the contacts of the patient's paddle lead appeared to be pulled off based on the x-ray. The event was known to be a result of the patient's fall.